Manufacturer narrative:
B3 - date of event unknown. E1-initial reporter address unknown. E1 phone number : (B)(6). E3-initial reporter occupation unknown. One device was returned for evaluation in good condition. Visual inspection and functional testing were performed confirming the customer¿s reported problem of cassette not connected correctly. The dso sensor was found to be nonfunctional; the dso sensor will be replaced. The root cause is unknown. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that with the device an error message: "cassette not connected properly. Reattach cassette" appears. There was unknown patient involvement and unknown patient harm reported.